Manufacturer narrative:
No complaint was received with the return of the device. Failure event was observed during analysis. Final analysis found a partial lead measuring 7.3 cm. Insulation degradation that breached the insulation was found at 4.5 cm from the connector pin. The insulation was found to be wrinkled in this region.

Event description:
This report is to advise of an event observed during analysis.